Event description:
The customer reported that at the beginning of a radio frequency ablation procedure on a kidney, the ablation failed to start due to a high impedance of 850 ohms. Because a fair amount of time already passed since the needle had been inserted into the pt, the procedure was aborted. When the needle and generator were checked, nothing wrong was found. However, when the pad was connected to the generator directly, impedance readings became abnormal. The pt was reported as ok. No other pt info available.

Manufacturer narrative:
(B) (4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.